Event description:
It was reported that the patient received inappropriate therapy. The lead was found to have dislodged into the atrium. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.